Manufacturer narrative:
Follow-up # 1 date of submission 03/26/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/07/2014 with the following findings:evaluation revealed that the battery compartment was cracked from the opening of the battery chamber down to the primary seal. The returned battery cap was able to be fully secured to the pump. There were no issues with power loss observed during testing. There was no evidence of moisture damage in the battery compartment. Unrelated to the complaint, evaluation revealed that the display screen text was dim/fading and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged that the pump case was cracked near the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.